Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related MFR report: 1627487-2021-15269. It was reported the patient was unable to increase the scs system's stimulation. The manufacturer representative met with the patient and a system diagnostic showed both of the leads with invalid impedance. Surgical intervention was taken and both of the patient's scs system leads were replaced. Stimulation therapy was restored post-operatively.